Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post-implant, the patient implanted with this right ventricular (rv) lead experienced an inappropriate shock for atrial fibrillation. The shock did convert the patient back to sinus rhythm. A review of lead measurements suggested the rv lead was dislodged. A revision procedure was performed, where the rv lead was observed to be in the right atrium. The lead was successfully repositioned. No additional adverse patient effects were reported.